Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported an electrode slipped from ¿electrolead.¿ consequences of the event were noted as lead repositioning. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated an implant date of (B)(6) 2006, although it is unclear whether one or both devices were im planted on that date.